Manufacturer narrative:
Ge healthcare¿s investigation has been completed. The mr scanner was operating within specifications and all patient and system safety related subsystems were determined to be operating normally when checked by the ge healthcare field engineer. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation describes the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding, and preparation of the patient, prior to starting the mr exam process.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
While a ge field engineer was on site for servicing, the customer reported that a patient undergoing a MRI of the right pelvis/hip sustained a third degree burn to the right forearm. The patient was positioned for the exam with their arms at their sides. No padding was utilized to prevent skin contact to the sides of the magnet bore or to prevent skin to skin contact. Initially, the customer determined the patient's burn to be superficial and pink in color, which then progressed to a third degree burn. The patient was treated surgically with debridement of a third degree burn of the right forearm to vital tissue.